Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced fast heart rates and that they didn't believe the rate response function on their implantable pulse generator (ipg) was working properly. The patient further reported that their heart rate goes really high when they start walking. The ipg remains in use. No further patient complications have been reported as a result of this event.